Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09436 and 2134265-2016-09144. It was reported that automatic pullback failure occurred. A 100v 2.7 ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 plus failed to perform an automatic pullback. No patient complications were reported.